Event description:
Product investigation determined that lancet does not retract into the softclix plus lancet device. No pt injury or location of original malfunction was reported. Technical support requested the return of the suspect product and replacement product was shipped.